Manufacturer narrative:
(B)(4). The unit was received with a broken off piece from the reservoir tube lip, a partially missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the partially missing retainer.

Event description:
Information received by medtronic indicated that reservoir lip ring was chipping. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.